Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Initial reporter - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Event description:
It was reported that the patient had an initial total knee arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to possible pain from the patella. The patella was resurfaced.